Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacing inhibition due to myopotential oversensing was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. Programming modifications were performed. The patient would continue to be followed.